Event description:
Three hours after cardiac catheterization, pt noted to be hypotensive. Echocardiography done at bedside showed accumulation of blood in pericardial space. Pericentesis done with catheter left in place - aspirated 180cc from pericardium. Pt was transferred to pediatric ICU. Over a total of three hours, a total of 300cc bloody fluid was removed from the pericardium. Pt was taken to operating room. The device wa noted to be perforating the right atrium and there was erosion of the ascending aorta with bleedintg from the aortic site. The amplatzer device was removed and the asd closed surgically in addition to repairing the dome of the right atrium and suture closure of aortic perforation. Pt was extubated post op day #1. Pt recovered well and was discharged later in 2002. Investigation of the returned device showed no signs of damage or defects. The device was fully functional and no abnormalities were found. Perforation is a known potential adverse event of the procedure (IFU page 8, section 6.4).

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on (B)(6) 2011 and definite erosion was confirmed.